Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements and the pacemaker triggered a lead safety switch to unipolar mode. At this time, the pacemaker and the rv lead remain in service. No adverse patient effects were reported.